Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
I was reported that the pt experienced an infection of the vns incision a couple of weeks after implant. The pt was given amoxycillin and showed improvement. No other interventions were taken. The event was related to the implant procedure, per site. As of (B)(6) 2007, the infection had resolved and has not returned. No failure of device occurred.